Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 300mg/dl and the patient was treated with correction bolus via multiple daily injection the patient replaced infusion sets and resumed insulin no further information was available.